Manufacturer narrative:
A ge service representative performed an on site investigation. Tightened connector on power supply. Unable to reproduce reported event.

Event description:
Customer reported an intermittent problem with the 9800 system giving a fast stop pressed message and requiring reboot. All cases were completed without incident.